Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there was a delay in treatment when the issue was identified. Onsite inspection of the system and review of the log file identified that the image detector errors. Fse replaced the fdc (flat detector controller) and restored detector database. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that when the patient was in the bed, the device exposure failed. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the log file remotely and found that flat detector controller(fdc)was defective. The fdc has been replaced and the system was returned to use in good working order.